Event description:
When attempting to adjust the inflation/deflation markers on the balloon pump the timing markers move completely to one end of the screen, as if the button is stuck. Contacted co with problem. Rep replaced the pump head and the umbilical cable. Similar problem occurred on another pump on 4/23/96 in which the timing bar moves to one side. Rep replaced the display and display cable on 4/24/96.